Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test, o2 sensor test, flow transducer test, patient circuit test failure during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. The o2 gas module was found defective and replaced. The issue has been resolved and the device was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.